Manufacturer narrative:
Received one flothru dpt with stopcocks at both ends of the dpt . Dpt zeroed and sensed pressure accurately on pressure monitor. Electrical testing showed that dpt electronic components were intact because both input impedance and output impedance were within specifications. Zero-offset also met specifications. No visible defect was found from dpt cable connector. Distal end of returned dpt unit was connected to three-way stopcock at distal lumen hub of catheter from 2015-05584-2, and then pressure test was performed again applying pressure through distal lumen of the catheter. Dpt sensed pressure accurately on pressure monitor. There was no defect found. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Reference MDR report number: 2015691-2015-01575.

Event description:
It was reported that the pulmonary artery pressure was showing negative values during use. There was no problem zeroing before use. It was also stated that there was no issue with the shape of the pressure waveform. It could not be confirmed if the expected value and the displayed waveform matched. It is unknown which patient monitor was used or if there were any error messages observed. It is also unknown if the patient was treated based on the values shown on the monitor or not, but there were no patient complications reported. There is no available sample of tracing.